Event description:
During an unknown procedure it was reported by the affiliate that the balloon burst. There was no patient consequence. Additional information received on 04/16/97. It was clarified that there was no patient consequence (no more details available).

Manufacturer narrative:
H6: code 100: balloon torn completely from instrument. Facility experienced an event with the endopath tristar extraperitoneal dissector while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972280. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, burst; stopcock condition, good/open; cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, and sleeve condition, good. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst, making the instrument non functional. The instrument was received with approx. 95% of the balloon torn free from the device. The balloon piece which had torn free was returned. No conclusion could be reached as to what may have caused the balloon to burst. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.